Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.

Event description:
It was reported that during a tibia fracture procedure, the surgeon was using the reduction forceps to reduce the tibia fracture. The surgeon applied pressure on the reduction forceps to hold the fracture in line and the clamp snapped and broke into two pieces. Nothing broke into the wound and there was nothing to retrieve. The surgeon was able to use another reduction forceps to complete the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011.